Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Initial reporter occupation: unit head.

Event description:
The event occurred on an unspecified date and involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. The customer reported leakage from the b port clave on the cassette because it was not closing upon disconnecting the line or syringe from it. When the infusion was restarted from a, fluid leaked out of the b port. There was no blood loss; however, there was unprotected chemotherapy exposure and a delay to therapy. There was no medical/surgical intervention required and there was no human harm reported.

Manufacturer narrative:
The customer provided updated information on 10mar2023 to update the list number. See catalog # for the updated information.